Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for a high out of range shock impedance measurement of greater than 125 ohms. No other measurements were out of range and no noise was observed in the device memory. At this time no changes were made and the crt-d remains in service. No adverse patient effects were reported.